Event description:
It was reported that high impedance was detected on this patient's device through system diagnostics. No known surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
The patient underwent a full revision surgery. The suspect product has not been received to date. No further relevant information has been received to date.

Event description:
It was reported that the explanted product was discarded. No further relevant information has been received to date.